Manufacturer narrative:
One knot manipulator xl was returned for evaluation. The device is over five years old and shows normal wear. Using a stereo microscope the distal end of the manipulator was examined and no sharp edges were observed. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. This investigation could not identify any evidence of product contribution to the reported complaint.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during procedure, knot pusher was breaking the suture on qfix anchor. The procedure was completed using a back-up device. No patient injury or other complications were reported. There was a delay greater than 30 minutes.